Event description:
It was reported that the device was used during a hepaticojejunostomy. The device would not hold the clips. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results for the mcm20 instrument found that it returned with the jaws yielded causing four clips to be ejected and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.